Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring around 125 ohms. Technical services (ts) reviewed and recommended to consider increasing the device's upper limit of the from 125 ohms to 150 ohms to prevent alerts. Ts also recommended using only max energy shocks and initial shock polarity at this range. This rv lead currently remains in service. No adverse patient effects were reported.